Manufacturer narrative:
The device was not returned for analysis. A lot history record and similar incident query could not be conducted due to no lot number reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the non-abbott aspiration catheter was advanced too far on the barewire causing it to get caught with the proximal end of the emboshield nav6 filter; however, this could not be confirmed. The additional treatment to cut the barewire was likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a carotid artery. An embosheild nav 6 was advanced to the lesion without issue. Additionally, a non-abbott aspiration catheter was advanced to the lesion without issue. Once the procedure was completed without incident, during removal of the non-abbott aspiration catheter, it became stuck on the bare wire of the nav6. It was decided to cut the bare wire to successfully remove both devices from the patient without issue. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.